Event description:
The user facility poc called and said the suspect device base unit emitted a burning smell. There were no visable signs of damage. No injuries alleged. The device was replaced and requested to be returned for evaluation.